Event description:
Information received by medtronic indicated that the insulin pump received low battery alert/short battery life. Customer stated that the battery lasted less than 1 week. Customer experienced hyperglycemia and treated with manual injection. No further patient complications were reported. Troubleshoot was performed and the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.